Event description:
The customer contact reported air in the tubing distal to the cassette. The tubing set was being used to deliver 68ml of potassium, at a rate of 2ml/hr, via a plum pump. After an unspecified length of time, it was reported that the nurse noted a 0.5cm air bubble in the tubing about 1cm distal to the cassette of the tubing set. The customer contact reported that the air segment originated at the connection of the outlet port of the cassette and the tubing. It was reported that the nurse reprimed the tubing set with solution to remove the air segment and the therapy was resumed. No air was delivered to the pt. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.